Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('novasure procedure done') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant) and experienced pelvic pain ("pain"). Essure treatment was not changed. At the time of the report, the endometrial ablation and pelvic pain outcome was unknown. The reporter considered endometrial ablation and pelvic pain to be related to essure. The reporter commented: I would never have had the essure and novasure procedure done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('novasure procedure done') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant) and experienced pelvic pain ("pain"). Essure treatment was not changed. At the time of the report, the endometrial ablation and pelvic pain outcome was unknown. The reporter considered endometrial ablation and pelvic pain to be related to essure. The reporter commented: I would never have had the essure and novasure procedure done. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.